Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed and required maintenance. The customer attempted to recover storage space, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5 failed. A field service engineer (fse) identified a shorted solenoid and replaced the solenoid, inner retractor band, drawer controller, module controller and latch inseparable. Proper operation was verified through diagnostics and application testing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.